Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp, stress mark. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening. Additional, changed, and/or corrected data: b6, d6(b), d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Patient reported her left breast feels "firm and looks abnormal due to capsular contracture" with no treatment. Healthcare professional reported "rupture confirmed via mammogram". Device remains implanted.